Event description:
A (B)(6) female with neurologic disorder and surgical trauma was implanted with an acticon device on (B)(6) 2002. On (B)(6) 2008, the entire device was removed and replaced due to fluid loss and recurring incontinence. No further information has been provided.

Manufacturer narrative:
Additional catalog #s: 72402106, 72402287. (B)(4). Balloon original pressure unknown. Cuff had a wear leak. Pump was functional. The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual.